Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier feature was not working. As a result, nurses had to manually enter their passwords and also required a witness to enter their password to log in. This issue might cause delays in patient care, as a witness may not always be immediately available. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio-ID) was not working. A technical support specialist (tss) dialed into the station, logged off medapp and into the cfnadmin profile, accessed device manager and found the lumidigm v31x fingerprint reader, confirmed the lumidigm driver package was version 5.30.50 with es version 1.6.1, verified station uptime, uninstalled the device (without removing the driver), and rebooted the station. The system functioned as intended after the technical support specialist troubleshot the device.